Event description:
An optometrist reported three patients with a chemical burn on the cornea following use of this product. He noted that "it looked like the patients had put peroxide or alcohol directly into their eye". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. Additional information was requested (B)(6) 2011 and (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).